Event description:
Caller reported that pump showed 10% battery remaining even after charging for 40 minutes with tandem power supply. There was no adverse impact to the customer's blood glucose level. Customer attempted to resolve the issue by changing the power supply, but the pump still displayed 10% battery. Technical support provided pump reset information, and the user was advised to call back if the issue persisted.